Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that three tibial articular surface provisional were found broken during pre-operative planning.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The device was returned for further review. Visual examination found that the returned tasp has fractured on both sides of the post all pcs returned. The complaint is considered confirmed as the returned tasp is fractured. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.